Manufacturer narrative:
The product was not returned. The lot/serial number was provided. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause for the subluxation could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification was received which indicated that a 46 year old patient presented with nuclear senile cataracts in both eyes. An extracapsular extraction with an intraocular lens implantation procedure of the left eye was performed. Subluxation of the intraocular lens (iol) was found during postoperative examination. Iol repositioning was performed. Following the repositioning procedure, it was found that the iol had subluxated again. Repositioning of the iol was performed again. During postoperative examination, the iol was incorrectly positioned in the bag therefore, the iol was explanted and implanted in the ciliary sulcus.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens was removed due to possible adverse effects. Additional information has been requested however, further information has not been received.